Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the patient indicated that the device was not controlling their pain. Different programming was done, and so far it is working. The issue seems to be under control.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient did not think the device was working like it was supposed to. Patient was still in a whole lot of pain. Patient made sure the battery was charged up. Patient turned stim up and had to turn it down because the tingling in the legs was so bad that it hurt. Pt said right now it was set up at 1.8 and that's where they did not have any pain in the legs. Patient talked to healthcare provider and healthcare provider said they could put the same numbers that they used for the trial with this device. Pt said the trial device helped. The issue had been going on for a while, might have been a few months ago. The last time patient talked to the representative might have been a few months ago and said the rep was not aware of this issue. Patient called the representative but did not receive a call back yet. Patient told the healthcare provider that they could take the device out because it did not seem to help. In the last couple of days, last week or so, patient's pain had gone so bad, yesterday patient could hardly walk. Patient had to go to hcp's appointment and could barely walk in the office because patient was in so much pain. Right now hcp got patient on prednisone to relieve some of the pain. Patient mentioned they went to dr. Drew for a second opinion. Dr. Drew wants to put a 'block' (agent could not hear exactly what pt said) in patient's back to help with the pain. They scheduled the surgery for (B)(6) and said it was only going to last maybe 6 hours. After that if that worked pretty well, they will do a second one and if it works fine they will put it permanently. Pt is also scheduled to see dr. Drew on monday. Redirected to hcp to contact the rep if needed